Event description:
Guidant received info that this device was part of a legal action and the pt passed away two years ago. Guidant has no specific info as to the device involvement in the pt's death.

Manufacturer narrative:
Not returned. Event conclusion: as of this report, the device has not been returned to guidant for analysis. There is no additional info related to this event. Guidant will continue to investigate the complaint, and if additional info becomes available, the event will be reopened. On (B)(6) 2005, guidant issued an advisory update describing various clinical behaviors associated with a magnetic switch. Mfg changes to prevent this failure were made in 07/2005. This device was manufactured before 07/2005 and is included in this population. Guidant does not have sufficient info to determine that this device behave in the manner described in the advisory.